Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced low heart rate which was below the lower rate setting on the leadless implantable pulse generator (ipg) close to the time of implant. The patient also reported they felt "sick to their stomach". The lower rate setting was reprogrammed and the ipg remains in use. No further patient complications have been reported as a result of this event.